Event description:
Consumer called to report having meter readings compared to a laboratory testing and getting different readings. Analysis run on clark error grid using lab reading (50) as ref. Point vs. Bd readings of 80 yielded data points in the d zone of the grid, outside of acceptable limits.